Event description:
It was reported that during an unknown procedure, error code 5 : instrument displayed. There was no patient consequence. The product is being returned.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.